Manufacturer narrative:
Device(s) involved are not specified, device is unknown. No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
Incident reported to the manufacturer via a legal claim. The user alleges that the unspecified contact lens, solutions and drops they used lead to an injury. The user states that bacteria was found in all three items. The user alleges they experienced blurred vision and photosensitivity and sought medical assistance. The user states they were diagnosed with keratitis ou (both eyes). Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information and unknown resolution.